Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had completely switching off with no alarms or warnings. The customer¿s blood glucose level was 13 mmol/l. Customer stated that the insulin pump had failed battery alarm and sometimes it was not going to the red battery icon when low. Customer stated that the contacts was not missing, damaged, or corroded. Customer stated that the battery compartment and spring neither compartment nor spring are damaged or corroded. Troubleshooting was performed for failed battery alarm. The insulin pump will be returned for analysis.